Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was used prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was flushed prior to use and flush maintained. There was no visible damage to the atraumatic tip that may have caused the difficulty to insert. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant remained in the manufacturing position swollen by blood partially exposed.

Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The device was used in a transfemoral cerebral angiogram (tfca). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sheath was flushed prior to use and flush maintained. There was no visible damage to the atraumatic tip that may have caused the difficulty to insert. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. Neither the procedural sheath nor the syringe was returned for analysis. The stopcock was set in the open position. The sealant remained in its manufactured position swollen by blood and partially exposed. The sealant sleeves presented an outward kinked condition. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured to be verified, and the result was found within specification. The slit length on the outer sleeve could not be verified due to the outward kinked condition of the sealant sleeves. Per visual analysis, a simulated insertion/withdrawal test was performed into a previously flushed lab sample catheter sheath introducer (csi) as indicated in the IFU. However, due to swollen conditions of the sealant from the absorption of blood and the kinked condition of the sleeves, the catheter was impeded during insertion into the csi by the cap. Per microscopic analysis, the cartridge assembly area was inspected with a vision system to obtain a magnified image, observing that the sealant sleeves presented an outward kinked condition, which made the sealant exposed. The sealant remained in its manufactured position, swollen/saturated in blood. No other outstanding details were noticed. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the observed outward kinked condition of the sealant sleeves. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath, and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the kinked condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.